Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that they had an issue related to ECG lead monitoring where they were unable to perform 6-lead monitoring. Question marks would appear when they pressed the lead select button. There was no pt involvement.